Event description:
A physician reported the cutter was not working/not cutting during the vitreo-retinal surgery. Aspiration status was poor. The surgery was completed by changing the cutter. There was no patient impact. It was also mentioned that the customer was reusing the cutter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided. Furthermore, per the follow-up details "customer was reusing the cutter". Per probes direction for use, probes are single use devices; therefore, the root cause of the event is user handling. No specific action has been taken by the manufacturing site as the cause of the reported event is user handling. A review of the complaints information indicates the customer was reusing the cutter. The probes direction for use indicates probes are single use devices. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).